Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2011, an intervention in the left carotid artery was performed using the emboshield nav6 device. After successful placement of an unspecified stent, the filter was unable to be retracted into the retrieval catheter. Therefore the filter was withdrawn together with the retrieval catheter and the guide wire as one unit into the guiding catheter. The emboshield nav6 filter was not inside the retrieval catheter during this removal. After the intervention, the patient was fine with no adverse patient effects. Four days later, the patient experienced a transient ischemic attack with symptoms of dysopia [vision impairment] and speech impairment. The stent in the carotid vessel was noted to be occluded, but the cause for the occlusion is unknown. Discussion about further treatment of the patient is ongoing. After the procedure, it was noted that there was no tip on the retrieval catheter. The physician concluded that the tip was missing from the very beginning because there was no detachment noted during the procedure. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system (eps) was returned with blood on and in the shaft and filtration element, consistent with the reported use. There was no saline visible. The retrieval catheter, barewire and filtration element were returned. The delivery catheter was not returned. The filtration element was returned distal to the tip of the retrieval catheter and was not loaded into the retrieval catheter. There was a bend in the core 2.2 centimeters (cm) proximal to the proximal solder. The tip coils were pushed 1.5 millimeters (mm) distal to the proximal solder for a length of 1mm. There was a bend in the core 55 cm proximal to the tip of the barewire. The bends noted on the barewire are likely due to handling post procedure and do not appear to have contributed to the reported difficulty. The tip of the retrieval catheter had separated and was not returned. The fracture face was jagged. There was a kink in the shaft of the retrieval catheter 5 cm proximal to the distal end of the retrieval catheter. There was no other damage noted to the eps. The guiding catheter used during the procedure was not returned. The tip of the barewire was tugged on to confirm the core was intact. The filtration element was not attempted to be loaded into the retrieval catheter due to the tip separation. The detached distal end of the retrieval catheter was confirmed on the returned device. The fracture face of the separation was jagged suggesting a ductile overload of the material. This characteristic is consistent with the tip being pulled off and does not suggest a bond or junction failure. Although a cause for the detachment could not be determined, it may be possible that the tip was inadvertently detached during handling, possible during removal from the packaging. Overall, the difficulty retrieving the filter is due to the separation of the retrieval catheter tip; however, a conclusive cause for the separation could not be determined. A review of the finished device lot history record did not reveal any related nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.